Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed hv therapy was delivered as a result of misdiagnosing an svt as a vt. Multiple atrial sensed events falling into blanking after the preceding ventricular sensed event were also observed. Programming changes were recommended but were not made. The patient was fine after the event and no further events were seen.